Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). The rhythm was not terminated, and therapy was exhausted by the device. Technical services (ts) recommended programming changes to reduce inappropriate therapy that were confirmed by the clinic. This ICD remains in service. No additional adverse patient effects were reported.